Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
A nurse reported from the user facility that there was an issue with the pediatric bivona flex trach size 3.0 trach. When the nurse went to suction the child, the device disconnected the trach from the ventilator tubing, and the trach broke with desaturations to 90%. The patient is ventilator dependent but it was reported from the nurse that the patient did not have any negative outcome only a new trach was changed without issues. The trach attached was reprocessed via autoclave per policy and it was the 5th time of re-processing. The trach was held in place by pepper medical velcro trach ties.

Manufacturer narrative:
One 3.0mm cuffless flextend¿ tracheostomy tube was returned for investigation. Visual inspection of the returned device revealed that the shaft was damaged. Using magnification, the shaft's cross section was examined and was found to be completely torn near the junction of the connector. The damaged area of the shaft did not show any signs of weak spots, exposed wire, or abnormal wear. The shaft tear appeared to be caused by a single instance of force applied between the shaft and the connector junction. Investigation was unable to determine the root cause of the shaft damage; however, no evidence was found to suggest an intrinsic product issue. (B)(4).